Manufacturer narrative:
Product event summary: analysis confirmed the rf (radio frequency) head will not interrogate and the rf head uplink tests were out of specification. The rf head cable was found out of electrical specification. Analysis also found a small crack in lens in the upper case.

Event description:
It was reported that the radio frequency programmer head did not work. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID programmer. (B)(4).